Manufacturer narrative:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot after making a weird noise. The customer also reported that this event was very quick, and that the unit immediately started back up and continued working as intended. This unit is connected to a newly changed uninterruptible power supply (ups). There was no harm or injury reported. The customer will be sending in their cns log files for further analysis. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available. The ups 500 was used in conjunction with the cns. Attempts to obtain the following information were made, but not provided: ups: model: ni, s/n: ni, approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni, unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot after making a weird noise.

Manufacturer narrative:
Details of complaint: (B)(6) 2019 customer stated that cns spontaneous reboot and immediately started back and continued as normal. Customer stated there was no generator tests and that cns device was connected to a ups. At the time of the report, it was the fourth occurrence at this specific area. About two and a half weeks prior, there was a generator test and cns rebooted itself while customer was changing the ups to the new one. Investigation summary: due to insufficient information available for investigation, specifically crash dump files, ups maintenance history, cns's maintenance and inspection history, the root cause for the reboot incident could not be determined. The issue was first reported after a power issue at the hospital causing abrupt power loss to the cns device. No action could be taken at this time. D11 & c2: the ups 500 was used in conjunction with the cns. Attempts to obtain the following information were made, but not provided: ups - model: ni. S/n: ni. Approximate age of the device: ni. No serial number was provided, so the age of the device is unknown. Device manufacturer date: ni. Unique identifier (UDI) #: ni.

Event description:
The customer reported that their central nurse's station (cns) experienced a spontaneous reboot after making a weird noise.